Event description:
A government agency representative reported that during an intraocular lens (iol) implant procedure, the lens was reported to have been stuck in the injector. The surgeon then pushed the plunger and the lens shot out fast and ruptured the posterior capsule. In a follow up with the facility, it was reported that an unapproved viscoelastic was used. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File indicated a failure to follow the dfu. Account used an unapproved viscoelastic. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which can result in damage. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).